Event description:
The user facility reported that it was noted upon fluoroscopy that the distal end of the involved runthrough wire had broken off into the patient's artery. The event occurred after a coronary artery intervention, and after the wire and support catheter (ebu 3.5) were removed . The patient's condition was stable. There was no patient injury, medical/surgical intervention required. They completed the intervention procedure. Additional information was received 06mar2020. The physician decided to leave the tip where it was and was still there. There was no attempt made to remove the tip of the wire. They estimated the tip to have been roughly 3-4cm in length. Average tortuosity was noted.